Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that a MRI was to be performed due to worsening back pain and a decreased sensation in the patient¿s left leg. The pain was rated at an 8 to 8.5 out of 10, on a 0 to 10 pain scale with 10 being the worst, before taking extended relief morphine. After taking that, the pain would then go down to 5 to 5.5 but it would only last for 4 minutes to 1 hour at which point the patient would take morphine pills. The patient also ¿had another fall¿ since their last visit on (B)(6) 2014. At that visit, the patient had reported severe left leg pain. The patient had been trying to see his health care provider (hcp) but he was out of the office from then until the following week. It was noted the patient¿s chart said the pump had been empty for an extended period of time. The chart also indicated per a note on (B)(6) 2014 that the patient stated she ¿had a morphine pump implanted but is not able to find the device to adjust the dosage.¿ the type of medication being delivered via the device system was not provided. Further information including the results of the MRI, the cause for the symptoms, if any additional actions or interventions occurred or the patient¿s outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.